Event description:
Pt called stating she got a letter and reports never has worked and has told hcp. Pt states her hcp was supposed to fill out his form and pss offered to document answer from letter and pt ended call stating she doesn't want to do this. Patient service specialist (pss) was unable to gather more information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding patient's complaint, patient reports there were no changes in their routine, their device never fired on their right side. Also, their device charged perfectly, they reprogrammed repeatedly, and their device never helped on their right side. They had an x-ray done, and did some reprograming repeatedly and was able to feel stim on the right side for about 10 minutes after reprogramming. They plan to check other programs and revise their wires. Their issue has not been resolved

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned the ins did not work on their right side. Pt said they had spoken and met with rep and rep  said there was nothing that could be done. Pt said their hcp said the ins could be taken out, but that was all that could be done. Pt said the original procedure was supposed to go for 40 minutes, but instead went for 3 hours 45 minutes. Pt said they went through surgery and anesthesia and the ins "never worked." Pt said they had been told there was nothing that could be done to fix the ins. Pt said they had been shocked to death but there was nothing that could be done from here. Pt also mentioned they tried to charge their ins for 2.5 hours, but the ins did not increment up from 60%. Pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Patient services specialist(pss) tried to troubleshoot further with pt, but pt refused to troubleshoot. Pt said "I don't want it recharged. I want it replaced to work." Pt said they tried to charge the ins and saw "check this, check this, check this" and could not get the ins to charge. Pss offered to review warranty information, but pt refused. The patient was redirected to their healthcare provider to further address the issue.